Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated he was in so much pain yesterday after the procedure as he could not urinate, and his doctor had him use a catheter and gave him so much pain. He also described the stimulation as a shocking feeling and patient was advised ok to feel a slight tingling sensation and should not feel any shocking. The issue was not as not resolved at the time of this report. Additional information reported couple days later indicated that on the catheter was so painful patient had to go to the emergence room (ER) and had it removed. The patient indicator for use are: urgency frequency and urge incontinence. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter. The cause of the patient's inability to urinate which resulted in catheter use and the shocking feeling was post anesthesia. The pain and shocking feeling resolved with time. No further complications have been reported as a result of this event.